Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient reported not being happy with the aligners based on the treatment plan. The dentist has referred the patient to the orthodontist because brackets will be needed to align the teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.